Event description:
The report indicated that the device was used for 11 hours when it was changed out due to heavy froth leaking from the gas vent. The pt was not injured or compromised as a result of the incident. The device was used in an off-label manner.